Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent events reported in 2210968-2022-00283, 2210968-2022-02106, 2210968-2022-02107, and 2210968-2022-02109.

Event description:
It was reported that on (B)(6) 2020 the patient underwent total hysterectomy and umbilical hernia repair surgery during which the surgeon noted the posterior dermis was affixed to the fascia with a suture. It was reported that the patient experienced bloody discharge since surgery and discharge which included pieces of suture. No additional information was provided.